Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. The product support discussed the (B)(6) software and the pt disconnect alarm optimization. Product support followed-up with customer to see (B)(6) software had been installed and if the unit was back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit is giving patient disconnect alarm. It is unknown if the unit was in patient use at the time of the reported issue.